Event description:
A signal loss was reported with the abbott diabetes care (adc) device, and the customer was unable to obtain glucose readings and receive glucose alarms. As a result, the customer was not alerted of changes in glucose level and experienced weakness and eventually lost consciousness. The customer self-treated by drinking juice and obtained an unspecified blood glucose reading on an unspecified meter device. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.